Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 15.3 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. The IFU includes warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". No pt injury report. (B)(4).

Event description:
Treatment of an avm. It was reported that contrast exited out from the side of the catheter and not the catheter's tip during injection. No pt injury reported.